Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that the right ventricular lead dislodged. It was explanted and replaced. A right atrial lead was attempted and not implanted due to the helix not extending properly. The helix behaved abnormally by "jumping" out and back when the screw mechanism was rotated. No patient complications have been reported as a result of this event.